Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient¿s father stated three days after the sensor was inserted, an infection was noticed after the sensor was removed; no specific symptoms were provided. The patient was taken to his healthcare personnel (hcp) and he was prescribed antibiotics. The area normalized after he received the antibiotics. No additional patient or event information is available.